Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin at home transmission showed non-sustained right ventricular oversensing. Programming changes were made without any reoccurrence of the event. Patient is stable.